Event description:
On (B)(6) 2011, patient reported that he attempted to place the infusion device in the stop mode to take a shower and none of the buttons on the infusion device would respond. Patient inserted two new batteries, and the infusion device then displayed e8 power interrupt error and the buttons remained unresponsive. The buttons made a normal "clicking" sound when pressed, and the buttons did not remain flat. Infusion device was not dropped. Patient also reported the protective rubber is coming off the end of the infusion device near the buttons. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.